Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the novel lp failed to separate from the delivery catheter. The procedure was completed using an alternate lp and catheter on (B)(6) 2025. The patient recovered with no noted complications.